Event description:
The customer reports that the aps (automated processing systems) cm1 (centrifuge module) is generating error "fu/cc1 - error 61.1 - under volt." The customer powered off the device and then powered back on with no resolution. A service call was initiated. No smoke, flames or sparks were witnessed by the customer. There is no report of any injury or damage to the surrounding lab environment due to this issue. No impact to patient management was reported.

Manufacturer narrative:
An abbott field service engineer (fse) arrived at the customer site and inspected the device and found that the main electronic board (pn: 8-206623-01) had some black discoloration near a capacitor. The fse took photographs of the board for evaluation and no returns were necessary. The fse replaced the board with an updated version (pn 8-35003665-01) and resolved the issue. Subsequent instrument operations were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The accelerator aps operations manual and the hettich centrifuge operations instructions (rotanta 460, model) contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product deficiency is present. The issue was addressed through standard troubleshooting procedures. (B)(4).

Manufacturer narrative:
Field service found a burned r100 component on the main electronics board, part number 8-206623-01. The board was replaced to resolve the issue. The accelerator aps operations manual and the centrifuge operations manual were reviewed. Troubleshooting and safety information is provided. Customer complaint data was reviewed and an increase in failures for the main electronics board, part 8-206623-01 and part 8-35003665-01, triggered an alert which suggests an adverse trend. Based on this information, a product deficiency was identified and further investigation is being performed. A follow-up report will be submitted at the completion of the investigation.

Manufacturer narrative:
A product deficiency was identified due to an increase in complaints for failures of the r100 component of the main electronics board (parts 8-35003665-01 and 8-206623-01). The supplier, inpeco, determined that the issue is from the r100 component of the hettich centrifuge board which was too small to withstand a current spike. Hettich released an enhanced main board revision 06 with a different r100 resistor. It is considered acceptable to continue using the automation system because the issue does not impact operator nor patient safety. The accelerator aps operations manual and the centrifuge operations manual were reviewed and show that troubleshooting and safety information is provided. There have been no reported injuries for this issue. If the electrical components of the main electronics board fail, it will shut down the centrifuge module. If the centrifuge shuts down, the operator will receive an error message. The frequency of this hazard was assessed and it was determined that though there was a trend in complaints, the overall frequency of low had not changed from the predicted frequency as outlined in the risk management file.